Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Device explant due to moderate ongoing dysphagia and ongoing gerd occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Device explant due to moderate ongoing dysphagia and ongoing gerd occurred without issue on 09/06/2018. Device was found in the correct position/geometry. The patient is doing well as of 10/15/2018.